Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review and sterile lot review were unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. According to the instructions for use (IFU) other adverse events: the following adverse event could occur or have been reported in association with the use of the novasure system: infection or sepsis. (B)(4).

Event description:
It was reported the physician completed an uneventful novasure endometrial ablation on (B)(6) 2017 and the patient was discharged home. The following day the patient presented to the emergency room (ER) complaining of "abdominal pain". The patient was "constipated [and] a lot of stool was removed". Her white blood cell count rose to 19,000. The physician performed a computed tomography which revealed no abnormalities. She was afebrile but had cervical motion tenderness and uterine pain on exam. The patient was given a 24 hr course of intravenous antibiotics and did well. The patient was then discharge home in "stable condition".